Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the crack on the mechanism mounting bracket is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, an I-pump infusion pump was found to have a cracked mechanism mounting bracket. No additional information is available.